Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp fluid path intravia container leaked from the injection port even though it had not been punctured. This occurred during priming. There was no damage to the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection via the naked eye, the leak location was identified. The reported condition was verified and the cause of the leak cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.